Event description:
It was reported that during inspection the device presented a leak. No patient involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. The functional evaluation was performed and showed no failure. We have not been able to establish a relationship between the event reported and the device. Probable cause may be a connection issue. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.